Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a pocket subdermal hematoma that caused the corner of the ipg to break through the healing incision from the implant on (B)(6) 2020. The doctor made the determination that extensions were to be used to tunnel to a new ipg pocket and a new ipg to minimize risk of infection.